Manufacturer narrative:
This report is submitted on may 23, 2022.

Event description:
Per the clinic, the patient experienced a skin infection and subsequently was treated with oral and topical antibiotics (specific date and duration not reported) and underwent multiple skin revisions (specific date not reported). The implanted device remains.